Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing causing pacing inhibition. The rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout the procedure.